Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were broken-gusset area (returned) with a portion of each still contained in the haptic insertion areas of the optic. The optic was torn/split on the edge with portions removed. This damage appeared to have been caused by an instrument used to grasp the lens. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. The ophthalmologist reported the use of an unapproved viscoelastic/cartridge/lens combination. Additional info has been requested and received. (B)(4).

Event description:
Adverse event(s): "corneal edema" (corneal edema); "endothelial damage" (eye injury). Product problem(s): "broken haptic" (break [haptic]); "use of improper cartridge and viscoelastic" (use of device issue). An ophthalmologist reported that an intraocular lens (iol) was explanted due to a broken haptic. On examination, the haptic was noted to be in the anterior chamber. The pt was left aphakic because the cornea appeared white. The ophthalmologist reported the use of an unapproved viscoelastic/cartridge/lens combination. In a follow up, the surgeon reported the event continues with severe corneal edema. The event is not expected to resolve, the pt has permanent endothelial damage due to the haptic injury.